Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. A helix mechanism test failed due to the helix being deformed or bent.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to helix issues, when extracting the lead, a piece of flesh became entangled in the lead. Due to this procedure the lead had a conductor fracture, and a different lead was used to complete the procedure. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to helix issues, when extracting the lead, a piece of flesh became entangled in the lead. Due to this procedure the lead had a conductor fracture, and a different lead was used to complete the procedure. No adverse patient effects were reported.